Event description:
The doctor states that while he was performing a surgical procedure using this drill unit, an error code was displayed and the hand piece stopped. He was unable to reconcile the error code and had to abandon the procedure. The doctor placed a graft and sutures. The patient will need to return in 3-4 months to complete the procedure.